Manufacturer narrative:
Batch review performed on 30 march 2026: lot 2306932: (B)(4) items manufactured and released on 05-may-2023. Expiration date: 2028-apr-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: aseptic loosening is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency. It was reported by the agent that an fibrous buildup (caused originially by a suboptimal positioning of the shell) in the joint could have contributed to the implant loosening, but there is no confirmation that this could be the reason for revision and patient pain and successive loosening.

Event description:
The patient had pain as a result of a loose cup. At about 2 years and 8 months post primary the surgeon revised the medacta cup and liner to a competitor cup and liner, and revised the medacta cocr ø36mm head to a medacta 28mm biolox option head with sleeve. The surgery was completed successfully. It was reported by the agent that an fibrous buildup (caused originially by a suboptimal positioning of the shell) in the joint could have contributed to the implant loosening, but there is no confirmation that this could be the reason for revision and patient pain and successive loosening.